Event description:
The caller alleged discrepant results when repeated the test with inratio. The results are as follows: 4.2. Same day: 1.9.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio values by testing two different hemosense meter. The results are as follows: 4.2; same day: 1.9; average: 3.05; stdev: 1.63; %cv: 53.32. As per internal procedure, if the value is greater than 20% the criterion is not met. The product will be investigated.